Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2017 during which the surgeon noted ¿the previously placed mesh had mushroomed up through the umbilical ventral defect, necessitating resection and removal of old mesh.¿ it was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/28/2022. Additional information: a2 date sent to the FDA: 4/28/2022. Corrected information: d6b. Corrected b5 narrative: it was reported that the patient underwent removal surgery and revision surgery on (B)(6) 2017.